Manufacturer narrative:
Product complaint # (B)(4). Visual examination revealed that the hex lobes of the x25 final tightener¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. Wear to the device may have also been a factor depending on its number of uses. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) was performing a posterior spinal fusion (scoliosis fusion) on a (B)(6) y. Old male patient. While doing final tightening the x25 torque drive shafts stripped at the distal end of the shaft. This is probably due to normal wear and tear, both shafts present in the set need to be replaced. As well, while dr. (B)(6) was correcting the lordosis of the spinal curve through the rod, one of the attachment 10 degree angle prong broke off where it attaches to the l bender. (This device is a custom device and I am not certain if it is registered with depuy synthes, however it is made by depuy synthes). This occurred on the left bender ((B)(4)) and the attachment piece is ((B)(4)). Nothing fell into the patient. The surgeon was able to complete the surgery without delay and without complications. I have nothing further to add to this complaint. The broken shafts will be sent via purolator (tracking: (B)(4)). The l bender and the attachment are currently not available for return. Customer reference/po/service (B)(4), was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, other information: the fragment did not fall inside the patient and was retrieved, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown, is the patient part of a clinical study? Unknown.